Event description:
Found during daily testing. According to the report, the device resets continuously during the user test and won't power up properly. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be reproduced and root cause could not be determined. The user interface to stack connector flex ribbon cable, designator w18, was replaced as a preventative measure and the device returned to the customer for use.